Event description:
A customer reported their abbott diabetes care (adc) device "seemed like the sensor had mold." There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed observed applicator had not been fired. Sensor cap was retained inside the applicator cap, observed sensor was in an unfired applicator. Puck carrier was locked in place. Visually inspected the sharp and no issues were observed. Visual inspection of the sensor was performed and no issues were observed. Customer stated that "he noticed mold on the sensor", however, it was observed that the sensor did not have any unusual areas of discolorations or spots. The returned sensor printed circuit board assembly (pcba) was observable through the adhesive of the sensor which contained components such as molex connector and test points that were an intentional part of the sensors design for diagnostic purposes. These spots are an intentional design applied during manufacturing and are not indicative of a product failure. Customer complaint was not observed; therefore, this issue is not confirmed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.